Event description:
The physician reports that during surgery with attempted implantation of the crystalens, the trailing haptics sheared off in the lens injector cartridge. Delivery was attempted with the backup crystalens, however, this lens haptic tore in the same manner. During removal of the second damaged lens, the capsulorhexis tore and the incision was enlarged. A different lens model was implanted. Reference MDR#2031924-2008-00074.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.